Event description:
On (B)(6), 2006, the pt was implanted with four gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6), 2008, the pt underwent a follow-up computed tomography that revealed an unspecified endoleak with the aneurysm measuring 75.1 mm x 75.6 mm. On (B)(6), 2011, the pt underwent a follow-up computed tomography that revealed a possible type ii endoleak and a distal type I endoleak with the aneurysm measuring 83.5 mm x 86.1 mm. On (B)(6), 2011, the pt underwent a reintervention where the pt was implanted with three additional gore excluder aaa endoprostheses. The distal type I endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device: (B)(4).